Manufacturer narrative:
A 20041e product was not available for investigation of pr 11429723; however, the customer confirmed that the complaint sample was from lot 24036142. The feedback provided by the customer states that, "it leaked from t-con while treatment." No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 24036142 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the 20041e set over the past 12 months.

Event description:
It was reported that the bd alaris smartsite extension set was leaking. The following information was provided by the initial reporter: after the placement of one day, it leaked from t-con while treatment.

Manufacturer narrative:
Changes to annex b, c, d & g codes due to sample returned for investigation. Investigation result: one 20041e sample was received without packaging for investigation. The sample was received with blood residual and no connecting product. The customer reported that the sample was from lot 24036142 and that "after the placement of one day, it leaked from t-con while treatment". The returned sample was subjected to leakage testing; leakage was observed from the tubing joint of the female luer. Upon closer inspection, the source of the leakage was identified to be a split in the tubing (appendix 1). The details of this feedback were forwarded to the manufacturing site for investigation. A definitive root cause for the customer's experience could not be determined during the investigation; however, as the damage was observed after a day of the product having been in use it is unlikely that a manufacturing defect contributed to the customer's experience. A review of the production records for lot 24036142 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definitive root cause for the customer's experience, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the 20041e set over the past 12 months.

Event description:
No additional information.